Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited repeated intermittent noise oversensing, which prevented accurate parameter measurement. The physician suspected it was due to air intrusion into the helix. Attempts were made to replace the surgical cables and redeploy the lead helix, but the noise interference persisted. The ra lead was not used and replaced on 16 oct 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿noise interference¿ was not confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.